Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Returned product consisted of the rotablator rotalink plus device. The advancer unit and burr unit were received together. The advancer, coil, sheath, handshake connections, burr, and annulus were microscopically and visually examined. The annulus is damaged/not rounded. This type of damage is consistent with damage caused by the interaction of a guidewire. The coil is stretched. Functional testing was performed by connecting the advancer to the rotablator control console system. There were no abnormal noises or leaks and the device did not run; so it wasn¿t able to get any speed. The advancer was dismantled and the ultem was found to be melted and the turbine is corroded. Product analysis confirmed the reported event due to the melted ultem. A melted ultem is due to the interruption of saline or by insufficient flow of saline used during the preparation or during the procedure of the device. Saline is used in the clinical setting to cool and lubricate the moving parts and prevents a melted ultem, ensuring the functional use of the device. Inspection of the remainder of the device presented no other damage or irregularities. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The rotablator system dfu states: ¿never operate the rotablator advancer without saline infusion. Flowing saline is essential for cooling and lubricating the working parts of the advancer. Operation of the advancer without proper saline infusion may result in permanent damage to the advancer¿. (B)(4).

Event description:
It was reported that the burr became stuck in the lesion. The target lesion was located in a coronary artery. A 2.00 mm rotalink¿ plus was selected for use. During procedure, the burr was noted to be stuck in the lesion. The burr was released by pushing and pulling repeatedly. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the burr became stuck in the lesion. The target lesion was located in a coronary artery. A 2.00 mm rotalink¿ plus was selected for use. During procedure, the burr was noted to be stuck in the lesion. The burr was released by pushing and pulling repeatedly. The procedure was completed with another of the same device. No patient complications reported.